Manufacturer narrative:
(B)(6).

Event description:
A report has been rec'd indicating that during dialysis treatment, an internal blood leak was detected with the use of this dialyzer. Reportedly, this is an inpatient who was in the telemetry unit and the pt's condition was described as being weak due to cardiac issues unrelated to this event. The incident occurred approx ten to fifteen minutes into treatment with an estimated blood loss of 100-150 mls. An h & h was drawn and oxygen was administered following the event. The h & h were reported as being fine. The pt completed dialysis with the use of new product and a new machine and has since discharged from the hosp. The admission was unrelated as the pt was admitted prior to the event.